Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with a myopic refractive surprise following intraoperative aberrometry assisted cataract surgery. The patient is planned to have an intraocular lens exchange. Additional information has been requested.

Manufacturer narrative:
The root cause of the reported event is unable to be determined conclusively. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).